Event description:
It was reported that prior to a biopsy procedure, the package was allegedly not sealed. There was no patient contact.

Manufacturer narrative:
The manufacturing location was selected as unknown due to system limitations. The manufacturing location for the mission product is bd-santo domingo. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 07/2024).

Event description:
It was reported that prior to a biopsy procedure, the package was allegedly not sealed. There was no patient contact.

Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for the mission product is bd-santo domingo. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one mission disposable core biopsy instrument was returned for evaluation. Upon visual evaluation, the device packaging was returned as opened in conditions. The device appeared clean, and was received with protective tubing, trocar stylet, compatible coaxial, 10 mm adapter, and blunt stylet. The device was returned in initial configuration with the cannula at the 00 mm position. Based on the findings, the investigation is inconclusive for the reported packaging issue as the device was returned as opened in conditions. A definitive root cause for the reported packaging issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 07/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.